Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 pounds during prime test due to faulty sensor resistor. No motor error alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing o-ring.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer reports physical damage to the reservoir compartment. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.